Event description:
Initial reporter indicated that their dell handheld computer "hung up on the interrogate patient screen". Troubleshooting did not resolve the reported issue. Good faith attempts are being made to retrieve the product for analysis.